Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece with an extraction tool inserted and was measured to be 47.0 cm. External insulation abrasion that breached the insulation consistent with friction to the device can was found at one region at 14.5 cm to 14.6 cm, 14.7 cm to 14.9 cm, 14.8 cm to 14.9 cm, and at 14.9 cm to 15.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.